Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: evaluation is based solely based on customers description of event, since no product is returned and no imaging is provided. According to the description of event, the dr. Experienced difficulties when loading to "jugular delivery without damaging filter or introduce into delivery sheath without again damaging either filter or sheath." Based on the limited information provided and lack of imaging/product, it would be inappropriate to speculate at what may or may not have led to the reported deployment issues. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): k090140. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "I don¿t like the new filter system for 2 reasons: it is hard to get the filter into the sheath and secondly, when the filter is deployed, the release mechanism causes the filter to tilt. Today, I could get the filter into the sheath with some difficulty but as it was passing through the neck into the jugular vein, it got stuck and as I was trying to retrieve it, one of the tynes perforated the sheath. Fortunately I got it out and inserted a central line to keep access available." [(B)(4)]. "I have to say, I have also experienced difficult with the new cook retrievable ivc filter delivery system. Difficult to load for jugular delivery without damaging filter or introduce into delivery sheath without again damaging either filter or sheath. Pitty, because I really liked the old delivery method. The pictorial display in rad office is very unhelpful as is instructions in packet." [(B)(4)]. Patient outcome: no adverse events related to the study procedure or the device, and no secondary interventions have been reported for this patient.